Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was neither verified, nor duplicated. The device booted-up properly. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that when on battery power, the device will sometimes boot up all the way; however, other times the device will turn itself back off. It was also indicated that once the device is powered up on either ac or dc power, it will function properly, including charge and discharging. There have been no boot up issues on ac power. There were no reports of pt use associated with the reported event.